Manufacturer narrative:
Full patient sid is (B)(6). This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, troponin-I stat high sensitivity. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer identified falsely elevated architect stat high sensitive troponin-I results for one patient. The following information was provided: on (B)(6) 2021 sid (B)(6) initial result 91.90 pg / ml, repeated 5.50 and 5.20 pg/ml. The patient arrived at the emergency department reporting chest pain. An electrocardiogram and echocardiogram was performed and identified no abnormalities. As a result of the falsely elevated troponin result the patient underwent a cardiac catheterization.

Manufacturer narrative:
An investigation was performed for architect stat high sensitive troponin-I, lot 28476ud00. A review of tickets was performed and determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that lot 28476ud00 is performing acceptably. Review of field data was performed; the patient median for the complaint lot was comparable to other lots in the field. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat high sensitive troponin-I, lot 28476ud00 was identified.

Manufacturer narrative:
Initial submission indicated a code was a090804; this has been corrected to a090809. Additionally section g has been updated to reflect personnel changes that occurred subsequent to the previous submissions.